Event description:
(B)(4). It was reported that stent damage occurred. In (B)(6) 2013, the patient experienced silent ischemia and was also found to have an abnormal stress test/ imaging stress test indicating ischemia prior to procedure. Patient was then referred for cardiac catheterization which revealed the target lesion that was a 90% stenosed lesion located in the mid left anterior descending artery that was 20mm long with a reference vessel diameter of 3.5mm. The lesion was treated with predilatation and placement of a 3.50x28mm study stent and post dilatation resulting to 49% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. Baseline core lab angiography comments dated june 2013 note: stent deformation due to percutaneous transluminal coronary angioplasty of sidebranch and not due to longitudinal deformation.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).